Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a bariatric laparoscopic procedure, two devices had a damaged seal, and air or gas leaked from the seal starting at the beginning of the surgery. The surgical time was extended by approximately 40 minutes, and the surgery had to be stopped twice to adjust co2 levels to ensure the procedure progressed correctly. The surgeon proceeded with the surgery despite the trocar continuing to leak.

Event description:
It was reported that during a bariatric laparoscopic procedure, two devices had a damaged seal, and air or gas leaked from the seal starting at the beginning of the surgery. The surgical time was extended by more than 30 minutes, and the surgery had to be stopped twice to adjust co2 levels to ensure the procedure progressed correctly. The surgeon proceeded with the surgery despite the trocar continuing to leak.

Manufacturer narrative:
D10 concomitant product: onb12stf, onb12stf versaone opt 12 std trocar, (lot # j5d3600y). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.